Event description:
Our affiliate is reporting that the pt had an original acl repair (B) (6) 2009, with the use of rigidfix (catalogue #210133) for femoral fixation and a milagro bioreplaceable interference screw (catalogue #231825) for tibial fixation. Subsequently, approx 3 months later on (B) (6), the pt had a re-surgery due to "foreign body reaction". At this re-surgery, the surgeon noted that there was some type of "cystoid" at the femoral drill hole sites where the rigidfix cross pins were deployed for the femoral fixation; these cross pins were removed. For whatever reasons the malagro screw was also removed, although there were no reactionary complications at the tibial area. It is reported that at this point in time, the pt is doing fine. Facility discarded complaint devices. Questions are out for further detail and clarity.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.